Manufacturer narrative:
The patient was referred to their electrophysiologist who recommended a lead revision procedure. The patient is still considering their options and as of today the lead revision procedure has not occurred. The lead remains in service. No additional information is available.

Event description:
Boston scientific crm received information that this lead oversensed noise resulting in pacing inhibition for a pacemaker dependent patient. The patient was asystole for approximately two consecutive seconds for which they were symptomatic.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrel noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to series of automated diagnostic testing that verifies the performance of pacing, sensing and shocking functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device met specifications. The field allegations were not confirmed.